Event description:
Customer stated the cord caught fire by the switch.

Manufacturer narrative:
The user reported that she saw smoke and then a burn mark. Upon further investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: FDA: cord cut/burned other location, switch ok, pad bunched, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.